Event description:
This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a female pt of unk origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6)2009, the humapen ergo teal/cartridge pen body with a clear cartridge holder attached was reported to have a high injection force. This humapen ergo teal/cartridge pen body with a clear cartridge holder attached is attached with product complaint number (B)(4). It was unk if the pt was the operator of the device and if the operator was a trained user. It was unk how long the device model and reported device was used for. The device was returned on 17-aug-2009, and initial assessment found one engagement tab and both spring arms broken, however, manufacturing found that the pen would not function with one tab.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final eval is completed.